Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a computerized tomography (CT) scan and echocardiogram was performed and revealed a cardiac perforation of the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable and will continue to be monitored.